Manufacturer narrative:
No error messages or issues with calibrations or qc were noted. This customer is reporting falsely positive rf results for both reagent lots m004772 and m007324. Service was not dispatched for this event as this issue appears to be a reagent related issue. The root cause investigation is ongoing.

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely positive rheumatoid factor (rf) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results have been reported out of the lab. The samples were re-tested with a different lot of rf reagent. The customer indicated that no effect to patients occurred as a result of this event.